Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Hcp added that pt reported the scs is supposed to help with the lower back but instead they "got vibrations in their nipples and vagina area" so they turned stim off. Pt then got on the line and stated she noticed this issue from the very beginning with her device and for over a year different reps tried to resolve the issue however she never felt stim in the right place in the back. Pt states it was "very embarrassing on the table" so she stopped going back after that year and got tired of stim "in her breast and clitoris". Pt states she wanted the scs removed and talked with her doctor about this then manufacturer wanted to see her but she didn't want to do that again. Additional information was received from the manufacturer representative (rep). Rep reported that the patient was implanted in 2016 which was before their time. Rep reported that have not had the chance to work with the patient and do not know who the patient's provider is. Additional information was received from the patient. They said the tech from the [manufacturer] never could get it in the right place and a lot of different techs tried. It should be in their lower back right on or near tailbone area. It had gotten worse through the years. The issue had not been resolved. They had a lot of techs try on different days but none could get it in the right place. When asked about when the implant was removed or planned to be removed, the patient said the doctor had that information.

Event description:
Additional information was received from the doctor. Doctor confirmed there is no plan to have the device removed or replaced. Unknown about device status. Additional information was received from the patient. Patient stated device has not been removed. Patient was asked what caused the stimulation in wrong places and patient stated the reps told them that sometime this happens. Pt does not know what steps are going to be taken to resolve the issue. Their doctor has never responded to the hospital MRI department. Pt have not heard from their doctor and thinks the doctor should answer these questions. Pt can't have their MRI until this is taken care of.

Manufacturer narrative:
H1: after further review of additional information received, changing from serious injury to malfunction reportable since there is no plan to have the device remove per the patient's doctor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.